Event description:
On (B)(6) 2010, patient reported the down button has been erratic in responding when he attempts to bolus for the past 6 months. Patient stated he was able to play with the button and get it to respond but for the past month it has been increasingly more and more difficult. Patient reported the button is not responding today at all. Patient stated he is using the standard bolus feature to bolus currently. Patient reported the button pops back out when pressed and released. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.